Manufacturer narrative:
(B)(4). (B)(6). The device was reported to be available. Upon receipt of the device, or should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter healthcare for evaluation. Visual inspection and functional testing were performed and found the device's manifold tubing did not meet the specifications. A review of the event history log was performed and found that a system error 2200 had occurred. The system error 2200 was verified during testing and was resolved by replacing the manifold tubing. The customer reported an unknown system error which was determined to be the system error 2200. The cause of the problem was the manifold tubing. The manifold tubing was replaced to resolve the problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unknown system error, (details not provided). It is unknown when the event occurred or if the patient was connected at the time of the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available at this time.